Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot #: (B)(6), ubd: 26-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an access site vascular complication occurred. The perclose plate got caught in a thrombus and was not functional, therefore surgical cut-down was performed. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an access site vascular complication occurred. The perclose plate got caught in a thrombus and was not functional, therefore surgical cut-down was performed. No additional adverse patient effects were reported. Additional information was received that the right femoral artery was used as the access site for the delivery catheter system (dcs), which is where the injury occurred. The minimum diameter of the access vessel was 5.1 millimeter¿s (mm) by 6.5 mm. It was reported that the injury occurred before the insertion of the dcs. Per the physician, the patient had a thrombus and calcification that contributed to the injury. The thrombus was located in the femoral artery, and the valve was implanted inside the patient¿s native annulus. The patients activated clotting time was 250 or higher and was monitored every 30 minutes. Throughout the procedure, the patient's activated clotting time (act) was 250, and when the thrombus was noted, it was 250. The procedure was 30 minutes long after insertion of the dcs, and the valve was not recaptured. No additional adverse patient effects were reported. Additional information was received that confirmed that the injury occurred prior to the insertion of the dcs, and the cause was due to the closure device. No intervention was performed for the reported thrombus.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Initial source information was unclear whether the medtronic device contributed to the vascular injury; an initial report was conservatively submitted. Additional information was received to clarify that the cause was due to a non-medtronic device. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b2. Outcome attributed removed b5. Third paragraph added h6. Patient code e0515 removed; method code b20 removed additional codes added; f12 and f19 removed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the right femoral artery was used as the access site for the delivery catheter system (dcs), which is where the injury occurred. The minimum diameter of the access vessel was 5.1 millimeter¿s (mm) by 6.5 mm. It was reported that the injury occurred before the insertion of the dcs. Per the physician, the patient had a thrombus and calcification that contributed to the injury. The thrombus was located in the femoral artery, and the valve was implanted inside the patient¿s native annulus. The patients activated clotting time was 250 or higher and was monitored every 30 minutes. Throughout the procedure, the patient's activated clotting time (act) was 250, and when the thrombus was noted, it was 250. The procedure was 30 minutes long after insertion of the dcs, and the valve was not recaptured. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.